Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient developed multiple runs of ventricular tachycardia (vt) that was treated with an amiodarone bolus and lidocaine. The patient was also defibrillated by their own implantable cardioverter-defibrillator (ICD). On (B)(6) 2022 the patient was found to be in acute respiratory distress. They were re-intubated until (B)(6) 2022 when they were extubated. The patient's respiratory status would be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure, and cardiac arrhythmia could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 lvas (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21apr2022. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. This IFU lists respiratory failure, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. This document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.